Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the lemo j1 interconnect harness on the c-arm mainframe. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system intermittently would shut down. No patient injury was reported.